Event description:
The customer received control results of 160 and 125mg/dl on the contour next ez meter. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer used all of the strips, so they will not be returned for investigation. New strips and control were sent.